Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance programming a temp basal. Customer stated that her blood glucose was at 348 mg/dl and when she corrected, her blood glucose was at 352 mg/dl. Customer reported that it was like she was not getting any insulin. Customer's blood glucose was 278 mg/dl at the time. Customer stated that her blood glucose has been high because she has a cold and a sore throat. Customer treated by bolusing and started a temp basal this morning. Customer was in the emergency room due to high blood glucose levels. Customer stated that she fainted at the grocery store and she felt like she was having a low. Customer stated that they called the ambulance and took her to the emergency room on 12/9/2016. Customer's blood glucose was 207 mg/dl. Customer was wearing the pump at the time of the incident. Customer also reported a high blood glucose of 482 mg/dl. Customer was advised that the pump is working as designed and to follow up with her doctor.